Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The issue was thought to be caused by an issue with the bovie interface.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for catheter placement. The rep indicated that while the surgeon was using the bovie the system showed localizer faulted. Once the surgeon stopped using the bovie, the message resolved and everything was tracking without issue. There was no impact to patient outcome and no delay in surgery.